Event description:
Reportedly, while use on a pt the bedside ht50 suddenly began to make a loud "banging" sound and the ventilator stopped ventilating. It did not alarm at any time. The pt was unable to speak to alert to the caregiver/wife about the incident. The caregiver/wife noticed it after 20 to 40 seconds and gave manual ventilation to the pt. It was reported that the pt's heart rate rose extremely high caused by high anxiety. The caregiver/wife injured her back jumping over pt to grab ambu bag. She has restricted mobility and is on pain medications.